Event description:
It was reported by repair work order that the customer requested that the cot be checked after an alleged cot drop event. It was reported that the cot tipped due to being pushed sideways. There was patient involvement but no adverse consequences were reported. Upon inspection of the unit by the service technician, it was identified that the unit was functioning normally and no defects were found.